Event description:
The pt opened a new bottle of solution, placed his lenses in his eyes, then instilled several drops of solution into his eyes. The pt reported an immediate burning sensation with the pain getting more severe over the next hr. The pt repeated the application of solution to his eyes. The pain continued to get worse with excessive tearing. The pt went to the ER and presented with red, tearing and painful eyes. The physician swabbed the eyes for culture and performed an exam using flourescein dye. No abrasions or scratches were observed. The physician suspected a chemical burn to the eyes, possible related to an extreme ph. The physician prescribed daily irrigation and a topical antibiotic ointment. Three days later, the pt was seen by an ophthalmologist who diagnosed a minor eye infection and prescribed topical antibiotic eye drops. Five days following the event, the pt reported he felt much better. One pt involved.